Manufacturer narrative:
Patient information not available from site at time of this report. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Replacement device pending per site request. Suspect universal drill guide has not been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, during a procedure, the handle of the universal drill guide separated from the drill guide while the surgeon was hammering on it. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.